Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10/3.25 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was then simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good post procedure.